Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event crunching in the back of jaw area (pt: jaw clicking), was deemed to meet the serious criteria of permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2022-00144, referring to the same patient. This consumer report was received from a us consumer and concerns a female patient in her 6th decade. She was injected with radiesse. Around a year prior to this report, after the radiesse injection, the patient experienced that her face was swelling and crunching in the back of jaw area. Magnetic resonance imaging (MRI) showed product in face. The patient was requesting assistance to help her bring down the swelling. A physicians stated, her body was having a foreign body (item) reaction. The patient was around a year with this and no medication was working. Due to the provided information, the outcome of the events was considered as not resolved.